Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 202 mg/dl at the time of incident. Customer stated that the insulin pump had a low reservoir alert and unable to clear due to esc button was unresponsive after exposure to moisture. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a failed battery test alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with no button response at esc and act button due to unlocked connector on the lcd board. No button error alarm during testing. Unable to confirm low reservoir alert, failed battery test and unable to perform any tests due to button unresponsive. No moisture damage on electronics and motor assembly noted.